Event description:
The customer reported that the 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to replace the (bdu) breath delivery unit, (pcb) printed circuit board. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).